Manufacturer narrative:
(B)(4). The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. As no further information has been made available to us despite repeated efforts (questionnaire and repeated emails), no further conclusion can be drawn. The hospital has stated explicitly that the will not provide any further information. (Email from (B)(6) "...) The product will not be coming back and the customer does not want to fill out the form. She did state in an email to me that the burn was superficial and an ointment was placed on the burn and that was it. We are now closing the complaint but if any new information comes available, we will reopen the complaint (...)". We therefore consider the investigation closed. As no further information has been provided to us despite repeated requests, no further conclusion can be drawn.

Event description:
On (B)(4) 2014, we have been informed that a patient received a burn to the abdomen during a procedure. No information about the patient, the nature of the procedure, the location and time of the incident, the precise placement site of the electrode on the skin, how the skin was prepared, the orientation of the burn and the electrode, the generator model and the power settings, have been received by us despite of repeated requests.